Manufacturer narrative:
Cmp-(B)(4). Implant on unknown date in 2001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimesional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.